Event description:
The customer reported an unexpected flow rate of 40 ml/h instead of 4.7 ml/h. The volume infused was reported to be 0ml. The device was received and a review of the downloaded device history log confirmed the reported event. The flowrate was changed from 4.7 to 40ml/h and another one from 40 to 4.7ml in the same night. These changes are always validated by user and link with other actions and or interventions. After an internal inspection of the device, no defects could be found with the keyboard or with the lcd board. The keyboard was replaced after use testing. The device was found to meet specification.